Event description:
It was reported that this device was explanted due to unknown reason. The device was successfully replaced. No additional adverse patient effect.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection found no anomalies. Device passed all pin gauge tests. The device was put through and passed a series of automated tests which verified functionality, sensing and critical therapy availability. Allegation not confirmed, the device passed mechanical and electrical tests and was found to be functioning properly. This report is being filed to correct the device manufacture date.

Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this device was explanted due to unknown reason. The device was successfully implanted. No additional adverse patient effect.